Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent total knee arthroplasty on unknown date. A subsequent revision was performed on (B)(6) 2013 in which the surgeon debrided and removed and replaced the poly bearing. No further information has been provided.